Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova deutschland learned that the device was cleaned according to the instruction for use and placed inside the operation theater. The device was approximately 2 meters away and with fan was positioned away from the operation table. Corrective actions are in progress for this issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacteria. The type of contamination is currently unknown. A laboratory report confirming the contamination was provided. There was no known patient involvement.